Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual inspections were performed on the returned device. The reported balloon rupture was confirmed. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 3.0 x 12 mm nc trek balloon catheter was being pressurized when it ruptured during the first inflation at 16 atmospheres. During preparation, the device was not submerged in saline. The procedure was completed by deploying an unspecified stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.